Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the increased gradient after clip deployment, which is considered a serious injury for the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had pre-existing bradycardia. The first clip (60714u104) was implanted without issue and the mr was reduced to 1-2. The gradient was noted at 3. The patient had taken all of the prescribed medication that morning, most of which were hindering the heart rate from rising. After the first clip was deployed, an attempt was made to get the patients heart rate up to accurately assess the true gradient. While waiting for the heart rate to rise, the second clip delivery system (cds 60714u105) was prepared for use. After preparation of the second cds, the heart rate had risen. The second clip was being closed to introduce into the clip introducer, but a pop was felt. The clip was re-opened, locked and attempted to be closed again, but the clip would not close. At this point, the gradient was checked again and noted to be 6. The second cds was not introduced into the anatomy and no further clips were attempted. One clip was implanted, reducing the mr to 1-2. The patient experienced no adverse effects due to the high gradient and was confirmed to be stable post-procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mitral stenosis was reported to have occurred after the first clip implanted; however, it cannot be determined if there is a conclusive relationship between the reported patient effect and the relationship to the device. Therefore, there is no indication of a product quality issue with respect to manufacture, design or labeling.